Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient presented with complaints of chronic low back pain, fairly large disk herniation at the left l5/s1. She subsequently underwent elective discectomy and sustained a recurrent disk herniation. She also had lateral recess stenosis at l4/l5. Admission diagnoses: degenerative disease l4/5, l5/s1. Foraminal stenosis l4/5 and l5/s1. Lateral recess stenosis l4/5 and l5/s1. Recurrent disk herniation left l5/s1. Chronic low back pain. Discharge diagnoses: status post posterior transforaminal lumbar interbody fusion l4/5 and l5/s1. Lumbar laminectomy at l4/5 and l5/s1. Local bone graft with rhbmp-2/acs and allograft. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.